Event description:
It was reported that the pump touch screen was unreadable and unresponsive. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.